Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in late (B)(6) 2025, the patient underwent an orif with the lcp df plate for right distal femoral fracture. Internal fixation was performed. The surgery was completed successfully without any surgical delay. On (B)(6) 2025, symptoms of delayed union were observed. Therefore, the surgeon planned to reinforce the inner part of the distal femur with lcp recon 3.5 plate. The surgeon used ria2 device to collect the cancellous bone from the left femur. While attempting to collect bone from the distal medial malleolus, the root of the reamer head at the connection part of screwdriver shaft was broken off. A fragment of the broken part measuring about 1 mm x 7 mm (about 0.5 mm thick) remained in the left femur diaphysis. The surgeon determined that it would be difficult to remove it, so that it was left in place. The surgery was completed successfully with about 30 minutes delay. Patient outcome is reported as stable. (B)(4) reports symptoms of delayed union which were observed after the primary surgery while related complaint (B)(4) reports the reamer head which broke off during the revision surgery.